Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed an older style aml stem (14/16 taper) and duraloc cup. Patient had metallosis in joint from worn out poly. No information on who did the surgery, when/where it was done. Implant reference number and part sizes were unreadable on extracted implants. Doi: unknown; dor: (B)(6) 2020: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.